Event description:
It was reported that an infection occurred. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant: d314trm implantable cardioverter defibrillator (ICD) implanted: (B)(6) 2013; 6935m62 implantable tachy lead implanted: (B)(6) 2013.